Event description:
This patient hit his head while getting into his car in 2005. After this incident, he could no longer hear. All of his external equipment was swapped but this did not resolve the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning recording to specifications. Explantation/reimplantable surgery is scheduled.